Manufacturer narrative:
The customer did not provide any additional information for investigation and did not complain of any further issues. As the sample visually appeared "milky/opalescent", the investigation determined the event was consistent with a sample quality issue. The investigation did not identify a product problem.

Event description:
The initial reporter stated they received questionable results for a sample from one patient under parenteral nutrition tested with potassium (k) on a cobas 6000 c501 module. The reporter also mentioned that the sample visually appeared "milky/opalescent". The sample initially resulted in a potassium value of 1.9 mmol/l. The result was questioned by a physician as it did not correlate with the patient's clinical status. A sample of the patient was also analyzed with a blood gas analyzer and the result was similar to the one tested on the cobas c501 module. No specific result was provided. The k electrode lot number and expiration date were requested but not provided.